Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. A 2.25x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was felt and device was unable to cross the lesion. When the device was removed, a part of the strut was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device lot number corrected from 19787321 to 19614114. Device expiration date corrected from 03/26/2018 to 02/07/2018. Device manufactured date corrected from 10/18/2016 to 09/02/2016. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent had detached from the delivery system and was damaged the whole length with stent struts slightly stretched. As part of analysis, the manufacturing data for the stent profile was reviewed. The maximum crimped stent profile measurement at the time of manufacture was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. Stent crimp markings were visible on the balloon body indicating the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified vessel. A 2.25x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was felt and device was unable to cross the lesion. When the device was removed, a part of the strut was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.